Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device displayed pre-mature battery depletion. Battery measurement anomaly was suspected. The patient will be closely monitored through remote transmission.